Event description:
It was reported that during an unknown procedure, it was observed that the device had an unspecified malfunction. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch #754c07. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one vasecr35 reload was received partially fired 1/10 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 754c07, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2026. Corrected data: h7 (remedial action initiated type), h9.

Manufacturer narrative:
(B)(4). Date sent 1/30/2026. D4 batch #754c07. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received partially fired 1/10 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 754c07, and no non-conformances were identified.